Event description:
The account alleges that during use of the device, it was introduced into the right iliac and became entrapped by plaque within the artery. The provider attempted to "pull" back the catheter and the tip broke off. A snare device was used to remove the catheter tip.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. Several irregularities were observed in the returned sample. The shaft area was also examined under magnification, and the fusion section was found to be intact and complete. The root cause of this failure appears to be excessive force applied to the catheter during withdrawal. The complaint was not confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.